Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site telephone), e2, e3, g1, g3, g6, h2, h3, h6 (type of investiagtion, investigation findings, component codes and investigation conclusions), h11 corrected fields: h6 (medical device - problem code) a getinge field service engineer (fse) found device has no prompt sound. The speaker failure was detected. The accessories (0012-00-0874-02) were disassembled and replaced. After replacement, the functional parameters of the device were tested to be normal and delivered for clinical use.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had no beep even after resetting the volume and restarting. There was no patient involvement.